Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found adhesive on bending section cover had a chip; bending section cover had a scratch; adhesive on bending section cover had white-clouded area; scope cover plate had peeling; adhesive around objective lens was peeled; control unit had discoloration; upward/downward angulation control knob had discoloration; scope cover was shaved; connecting tube had a scratch. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. There was delay between the end of clinical use and the start of pre-cleaning. The customer was able to flush the air/water nozzle with water and air. It is unknown if there any abnormalities in the accessories used for reprocessing. The customer didn¿t immerse the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer did not flush the air/water nozzle/ channel with the detergent solution. The facility had no concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following fields were corrected: d5 (operator of device) and e1 (establishment name:), due to inadvertent errors in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 (eleven) years since the subject device was manufactured. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes steps where the following deviations from the instructions for use (IFU) were confirmed: according to the customer, there was delay between the end of clinical use and the start of pre-cleaning, the endoscope was not immersed in the detergent solution, and the air/water nozzle/ channel was not flushed with the detergent solution. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. As deviations from the cds steps provided in the IFU were identified, this likely resulted in the foreign material remaining on the device. The event can be detected and/or prevented by following the instructions included in: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿. Evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.